Event description:
The hospital reported that , while in pressure control mode, the ventilator began to deliver 1500cc when 500cc was set. There was no report of patient involvement.

Manufacturer narrative:
Per 21 cfr 806 ge healthcare initiated a medical device correction for this issue under report no. (B)(4).